Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the analyzer's patient connector port was broken. The analyzer was to be repaired and reallocated.

Event description:
It was reported that the programmer analyzer port was broken. The issue was noticed prior to any patient interaction. The programmer was returned to service. There was no patient involvement.